Event description:
It was reported that post procedure, after the rx acculink stent was implanted in the left internal carotid artery, the patient became suddenly confused with expressive aphasia and was unable to remember his wife's name. A magnetic resonance imaging (MRI) study of the brain was obtained, which showed a small left posterior parietal region stroke. There was no treatment provided. The next morning, the patient returned to his neurological baseline with no gross motor, nor cognitive deficits. The patient was discharged to home on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.